Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no blower (ventilation) output was confirmed. Ventec replaced the device's blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.

Event description:
It was reported to ventec that there was no blower (ventilation) output on cough assist during the pre-use test. There was no patient involvement associated with the reported event.